Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that there was a revision surgery performed to remove a broken drill bit from the patient. No other information is known at this time.